Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and provide a correction to the initial report. The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed or duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The reported problem occurred during the middle portion of a colonoscopy and esophagogastroduodenoscopy procedure. The patient was not under general anesthesia. A delay in procedure, characterized as a "slight delay," was reported. The intended procedure was completed using the same device. The user facility confirmed no patient injury occurred, associated with this event. As reported by the user facility, the reported problem of "e102" error occurred during 10 procedures on the same day. This is report #1 of 10.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an "e102" lamp error was generated despite replacing the bulb multiple times. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to sections d4 and h6.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was an insufficient amount of thermal grease applied to the main lamp by the user. As stated in the instructions for use, "apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures."